Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose up to 30 mmol/l with blurred vision and drowsiness/confusion. During a review of the event, the reporter indicated that there may have been an issue with the storage of the insulin which could have contributed to the event. A review of the pump found that the boluses were recorded as programmed and the bolus totals matched the total daily dose. The review confirmed that the basal deliveries correctly reflected the pump¿s programmed basal settings and the basal totals were reflected in the pump¿s total daily dose appropriately. During troubleshooting, the reporter confirmed that the pump was able to deliver a one unit bolus into the air and insulin was seen coming from the end of the tubing. This report is made based on the allegation that the patient experienced hyperglycemia contributed to by the incorrect storage of the insulin used in the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: there was no pump data from the time of the event available due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.